Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's family member that the remote monitor had no power without holding the power cord in place. The monitor has transmitted in the past. The monitor will be returned and replaced. There were no patient complications reported as a result of this event.